Event description:
The patient reported frayed wires of the power supply cable. The power supply was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on (B)(6) 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power adaptor cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems power supply was received for evaluation. External visual inspection of returned material revealed exposed frayed wires on the power supply. No additional physical damage was observed. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using golden 3g gsm modem. One golden i3 unit model # cm1100 with serial (B)(6) was used to ensure the accessory could apply power. However, the unit was unable to be powered using the returned power supply due to exposed wires. A golden power supply was used to power the unit. There were no diagnostic test steps performed due to lacking returned materials. Frayed wires on power cord power adapter cable. - confirmed.